Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02880. It was reported that patient's lead migrated. X-ray confirmed migration. As a result, surgical intervention was undertaken wherein both the leads were explanted and replaced. Post-operatively, effective therapy was established. It is unknown which lead migrated, so both leads are reported.